Manufacturer narrative:
Updated fields - b4, d8, g3, g6, h2, h3 , h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields - e2 (health professional?), g2 (report source). The complaint was received through a direct call from the customer to the emergency support program. The call was made after the patient had been transferred to another facility and troubleshooting was not able to be provided while the patient was actively receiving therapy. Customer reported the screen had been flickering when powered on. At the time of the call, the pump was located in the cardiac cath lab and she was unable access it. Biomed reported having a power surge in the facility a few weeks before that may have damaged the pumps. Emergency support program requested customer label the pump and set aside for servicing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) screen flashed in and out, and eventually went black but the pump continued to deliver therapy. There was no harm or injury reported.